Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is poor imaging and the patient's condition. The patient has a bone void in their sacrum.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2018 where three implants were placed. The patient complained of continued si joint pain following the procedure. The surgeon determined that the most caudal positioned implant was not solidly fixed in the sacrum because it was in a bone void. The bone void was not apparent during intraoperative imaging. The surgeon did not indicate that any of the implants were loose or malpositioned. In (B)(6) 2019, the surgeon performed a revision surgery where he removed the most caudal implant using chisels. No other implants were adjusted or removed. The status of the patient following the revision procedure is not known.